Event description:
Additional information received further reported that the distal part of the catheter was coiled in the pump pocket and that the patient had no pain relief. In addition, it was confirmed that the patient underwent a catheter revision and the catheter was replaced. It was indicated that there were no problems heard of since revision. The drugs delivered via pump were hydromorphone and baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that during the patient's first pump refill, the pump contained 20cc of drug. The logs did not reveal a motor stall. A dye study was performed on 2012-(B)(6); physician was unable to aspirate from the catheter. A rotor study did not show any issues with pump. The patient was scheduled for a catheter revision the next month. It was unknown what drug the device system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product typ catheter. (B)(4)

Manufacturer narrative:
(B)(4).